Manufacturer narrative:
Microscopic inspection of the returned extension identified 2 fractures sites where multiple wires were broken. Continuity and impedance tests confirmed all the channels were electrically open. This would have contributed to the patient¿s loss of therapy. As the high impedance was observed prior to the revision, the fractures are consistent with the lead being subjected to an overstress condition while in vivo. The source of the stress could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient experienced a return of symptoms. Patient indicated when he increased stimulation strength, the amplitude would automatically reduce. Diagnostics indicated 7 out of 8 contacts showed high impedance readings. Reprogramming was unable to provide resolution. Surgical intervention was undertaken and the extension was explanted and replaced. No complications were noted during the procedure. Postoperative, the patient is reportedly receiving effective therapy.